Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident was procedure-related per the physician. Per the IFU, cardiac perforation is a known risk during the use of this device.. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During the ventricular tachycardia ablation procedure, a cardiac tamponade occurred. While attempting to cross transeptally with the ablation catheter, the catheter fell out of the left side. No ablation was being carried out at the time, and a tamponade occurred while trying to cross back to the left. The area of the tamponade was the right ventricular outflow tract as geometry was being collected from the ablation catheter when the tamponade occurred. An echocardiogram and fluoroscopy identified the effusion, and the patient had a cardiac arrest and hypotension. A chest drain was installed, and the patient later went for surgery as there was still a bleed. There was no performance issue with any abbott device.